Event description:
A complainant alleged that while attempting to monitor a pt (age and gender unk) the device would power off intermittently. Complainant indicated that after 2-3 attempts the clinician was able to power on the device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.